Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that the device was "acting up" and they felt dizzy. The icm remains in use. No further patient complications have been reported as a result of this event.